Event description:
It was reported by the caller that during a regularly scheduled office visit, the device showed a power on reset. It was believed that this may have occurred when the patient was shocked from the electrical outlet, while changing the outlet cover. Further information revealed that the settings did not revert therefore there was no reprogramming performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.